Manufacturer narrative:
This lead has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.